Event description:
Patient's meter was reading inaccurately high. Family member indicated that they obtained a "92 mg/dl" (time unknown) reading and realized pt's spouse was not responding to them. They contacted the paramedics and they arrived 4 minutes later. The paramedics obtained a "48 mg/dl" on their meter (meter unknown) pt was treated with "IV glucose". Pt was not admitted to a hospital. During troubleshooting the customer service representative realized the meter was set to a calibration code of "1" and the test strip used were from a vial with a calibration code of "10". Patient did not have control solution. Medical affairs specialist was unable to reach the customer after several attempts to obtain more information. Mailed letter.